Manufacturer narrative:
The catalog number identified in device information has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in common device name and PMA/510k. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, videos were provided for review. The investigation of the reported event is currently underway. Expiry date: 09/2024.

Event description:
It was reported that during a vena cava filter placement procedure, the filter was allegedly released improperly. The procedure was completed by using another device. There was no reported patient injury.

Event description:
It was reported that during a vena cava filter placement procedure, the filter was allegedly released improperly. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one femoral denali filter kit was received and evaluated. The pusher catheter was noted to be kinked. No functional testing was performed due to the nature of the complaint. Based on the findings, the reported activation, positioning or separation failure is inconclusive as no functional testing was performed. Therefore, the investigation is inconclusive for the reported activation, positioning or separation problem and confirmed for the identified failure to expand issue. Two fluoroscopic videos were provided. The video shows a filter in the inferior vena cava. It is deployed, but the legs are not expanded. Therefore, based on the image review, investigation is confirmed for the failure to expand issue as the filter legs are not expanded. A definitive root cause for the alleged activation, positioning or separation problem and the identified failure to expand issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 09/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Two fluoroscopic videos were provided. The video show a filter in the inferior vena cava. It is deployed, but the legs are not expanded and therefore not opposed to the vena cava wall. It is essentially floating within the inferior vena cava. Therefore, based on the image review, investigation is confirmed for the identified failure to expand issue as the filter legs are not expanded. However, the investigation is inconclusive for activation and positioning problem issue. A definitive root cause for the alleged activation, positioning or separation problem and the identified failure to expand issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 09/2024), g3, h6 (device, method) . H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vena cava filter placement procedure, the filter was allegedly released improperly. The procedure was completed by using another device. There was no reported patient injury.